Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter was received for evaluation. During functional evaluation, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from the glue joint. Under microscopic examination, a partial circumferential break was noted to the glue joint. No further testing was performed. Therefore, the investigation is confirmed for the alleged break as break to the glue joint was noted under microscopic evaluation. A definitive root cause for the alleged break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, a hole was allegedly found at the shaft of the catheter near the root of the balloon upon inflating at 8atm. It was further reported that the shaft was allegedly found to be broken. There was no reported patient injury.